Event description:
This spontaneous report of a non-serious, unlabeled event (injection site paraesthesia, injection site discolouration) is being submitted as a 10-day report. Information was received from a female patient, who received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds and upper and lower lips on an unspecified date in 2006. Unspecified topical and injectable anesthetics were administered pre-procedure. No additional procedures were performed. Medical history included previous treatments with restylane and botox (botulinum toxin type a) without incident. Concomitant medications included a daily multivitamin (unspecified). On an unspecified date post-restylane injection, the patient developed tingling (injection site paraesthesia) and soreness (injection site pain) at the injection sites, which subsequently resolved. Within 2 months of injection, she developed vesicular sores at the injection sites of the nasolabial folds and sides of her lips (injection site vesicles) which "looked like herpes" (herpes virus infection). On an unspecified date, the patient was evaluated by a physician, who prescribed valtrex (valacyclovir hc1) and applications of warm compresses. The sores subsequently crusted and healed; however, 5 areas of hyperpigmentation (injection site discolouration), each measuring between 6 and 10 mm, persisted at those same sites. As of 2007, the hyperpigmentation had not resolved. The restylane lot number and expiration date were not reported.